Event description:
It was reported that a patient was implanted for incomplete emptying of bladder, and it was confirmed that the patient's bladder was not empty on the day of the report. It was stated that cycling was "on" and the pulse width and rate had not changed. The patient was on program #1. It was stated that impedances were greater that 4,000 ohms in four areas. It was stated that the patient was feeling stimulation in the same area that it had been in since implant. It was stated that the amplitude was 1.3v. It was noted that the stimulation was "light" and the patient does not always pay attention to it. Contacts 0-2, 0-3, 1-2,and 2-3 were all greater than 4,000 ohms. All the others were between 700-1500 ohms. It was stated that a return in symptoms had increased "3 months ago". It was noted that the issue was with emptying the bladder. There were no falls or trauma reported.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# va00ee6, implanted: (B)(6) 2012, product type lead. (B)(4).